Manufacturer narrative:
Date of event is estimated. A case of implant erosion was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2020-04373, 1627487-2020-04374, 1627487-2020-04375. It was reported that the patient experienced skin erosion at the lead site and the lead was visible. The lead incision site had reopened after the patient was scratching at the lead site. In turn, the physician stitched the site up to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.